Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
While starting a 20 gauge IV on patient, resistance was met almost instantly after needle pierced the skin. Looking at the patient's arm and needle, the catheter of the needle could be seen on the surface of the skin while the needle was under the skin. The catheter was splitting and it would not advance. IV needle retracted, catheter noted to be intact upon removal

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5135741. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.